Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(4) 2012. During the procedure, the device didn&apos;t work. The physician switched out the motor drive unit and hand piece device still did not work. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.

Manufacturer narrative:
(B)(4): the procedure was a laparoscopic supracervical hysterectomy. During the procedure, the device rotated slow, then quit working. The device only worked for a few minutes.the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.